Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After a 3.00x20mm promus element drug-eluting stent was introduced inside the patient, it was noted that the stent struts of the device were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After a 3.00x20mm promus element drug-eluting stent was introduced inside the patient, it was noted that the stent struts of the device were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.